Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's lvad pump appeared to have stopped for 101 minutes. The system controller was exchanged with another system controller and it was reported that the flow returned.